Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported failure. The fse reported that the batteries were not charging and failed the run time test. The fse also discovered that the safety disk had expired in hours. The fse replaced the batteries and safety disk. The fse then, validated calibration and performed all functional, safety tests as per factory specifications. The unit passed al tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented batteries charging issue. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.